Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient's heart rate and blood pressure were fluctuating and were concerned the implantable pulse generator (ipg) may not be working. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.